Event description:
The ventilator stopped working while connected to a pt. Many alarm signals were initiated at the same time. Anarchic flashing for the front panel.

Manufacturer narrative:
On 11/11/97, a follow up report was filed indicating conclusion for this event. This was an error. This event is still under investigation and no conclusions have been made at this time.